Event description:
Spontaneous communication from patient to (B)(6) field nurse reporting more problems with malfunctioning pumps and cassettes. Reported that pump number (B)(4) alarmed with "no disposable, clamp tubing" error at 5:40 am this morning. The pump had been functioning fine for about 11 hours. She tried troubleshooting by checking/removing air bubble in the tubing and switching to back up pump (number (B)(4)). The other pump had the exact same alarm, while it was running self test. She made a new cassette and that worked fine for about 4 hours before pump gave her the same alarm. She tried troubleshooting again (same as above) and then had to use another new cassette. When author spoke to her, pump was running fine and patient had wasted two cassettes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.